Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle retracted prematurely. Safety button did not retract after patient use. Additional IV noted to be sticky/sluggish. One was found with no plastic sheath. Additional information received on 5-jun-2026: the safety button did not retract the needle after use on a patient. Also reports of it retracting without pushing the button, this caused us to have to stick patient again, pt was critical. Additional ivs from the same lot were checked and noted to be "sticky/sluggish."